Event description:
Pt reported that patient's device reached end of life unexpectedly at 67 months. Pt experienced "severe withdrawal symptoms." Hcp reported pt presented at the office "feeling awful." The pump was found to have a depleted battery. The pt was treated with oral medication replacement and scheduled for replacement. Patient had never heard the low battery alarm of the pump. Hcp reported that the pt is a heavy pt and the alarm was rather soft sounding, requiring a stethescope to hear it. Pt's device was replaced and patient has had an uneventful recovery.